Event description:
At 11:05 a.m. Cna had a resident in marissa lift and was moving from bed, when lift went down and would not stop. Several staff responded, attempted to help due to emergency stop button not responding and lift continued to go down. Battery was removed and lift stopped. Resident was pinned between lift and bed. Battery pack reinserted and lift worked properly. Arjo notified immediately of malfunction. X-rays ordered for resident.